Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced a keypad anomaly. Esc button was unresponsive. Customer's blood glucose was 140 mg/dl. During troubleshooting, insulin pump alarmed button error alarm. Customer's blood glucose at time of call was 53 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.